Manufacturer narrative:
Additional patient information was not made available. A review of the device history records was performed and no complaint related issues were noted. The investigation could not be completed; no conclusion could be drawn, and the product is entering the complaint system. Placeholder.

Event description:
It was reported that during a lumbar interbody fusion procedure on (B)(6) 2013 that the slap hammer, trial spacer and inserter had broken during the removal of the trial spacer. It was reported that when the surgeon was removing the trial, the slap hammer became stuck because it was too large. The slap hammer, the inserter and trial spacer were broken due to all the parts being attached during removal. Due to the difficulty in removal, the surgeon took the slap hammer off and had to manually take out the trial spacer. The surgeon used a separate instrument to complete the procedure. There was a 10 minute delay in completing the procedure. The procedure was successfully completed with no patient injury reported. This report is for one, t-pal trial spacer 12mm x 32mm10mm height. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
A visual inspection and a manufacturing evaluation was performed on the returned device. The head of the clamp shaft is broken off. The complete device is in a very used condition, stress marks and slight deformations are visible at the trial implant and at the cut-in at the shaft. The relevant dimensions were checked and no deviation was found. As documented in the manufacturing documents the correct material was used and hardness was between 51 and 52 hrc, which was within the specification. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. No manufacturing related fault could be detected. Based on the evaluation, this complaint is deemed indeterminate from a manufacturing position. Placeholder.

Manufacturer narrative:
The product development event evaluation details, the parts returned for inspection. The oracle and the t-pal spacer systems include a slap hammer. This instrument helps remove trials and implants. The t-pal trial spacer fractured at the proximal connection end. Mechanical testing t-pal removal impact, demonstrates that the applicator handle, trial and slap hammer construct can with stand 6.7kn of force which is adequate as explained in the test report. The complaint describes the trial being too large so excessive force may have been applied during the removal of the trial. The slap hammer fractured just below the connection end in the thread below the cross pin. The proximal end of the t-pal trial shaft (coupling end) fractured at the weakest point. The associated drawings were reviewed. The design specifications and materials are adequate for the devices intended use. The failure mode and root cause has been previously identified. Placeholder.